Event description:
The product was received labeled, "cracked filter", "glucose 49". The customer later reported the patient previously didn't have a low glucose, and they believe this was a result of the leak. A 2ml/kg bolus of d10w was administered, and the patient's next glucose check was within normal limits.

Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Functional testing showed that the set leaked from the air vent of the filter. No cracks were observed on the filter. The root cause of the leak was oversaturation of the filter which caused a leak through the path of least resistance (the filter air vent).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: current age: 5 days; diagnosis: cdh (congenital diaphragmatic hernia); 26 gauge PICC, placed on (B)(6) 2018, cut to 30 cm, secured at 4cm at skin level; gestational age: (B)(6); infusion rates: tpn 8.5/hour, lipids 1/hour, milrinone 0.37/hour, morphine 0.74/hour; IV medications: "amp", "gent", hydrocortisone, ativan prn, morphine prn.

Event description:
The customer reported a filter used for tpn leaked. The tubing had been changed on (B)(6) 2018. Tpn was infusing at 8.5/hour. There was no patient harm.